Event description:
It was reported that the elbow hinge fixator failed. In the center of the part, inside the small silver area, a nut came out and was lost. The pin is intact and was taped by the patient. Patient outcome was good. No medical intervention and no surgical revision required. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device is an external fixation so was not implanted. Device was attached to patient on (B)(6), 2014; device is an external fixation so was not explanted. Device was removed from patient on (B)(6), 2014. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the device was produced and distributed in march 2010. Our investigation shows that the threaded nut and the connection screw are missing. Only the black plastic parts are available for investigation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. We are not able to determine an exact cause for this occurrence. It is likely that the hinge was subjected to inappropriate movement, vibration or heat which caused the loosening of the threaded nut and the screw. The relevant dimensions for the complaint were checked as far as possible and found to be in compliance with the technical specification. Due to the missing parts a manufacturing conclusion cannot be presented. Therefore this complaint is to be indeterminate from a manufacturing standpoint. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.